Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The alarm was resolved by a complete set change. The customer went through 10 infusion sets within 48 hours. The first no delivery was caused by a bent infusion set cannula. The rest of the infusion sets were not bent. The insulin pump also alarmed failed battery test, even after she cleared the alarm. Customer's blood glucose level was 84 mg/dl. The insulin pump alarmed failed battery test again after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with high idle currents due to open trace on the lcd driver on the lcd board. No unexpected failed battery test alarm was noted during testing. The pump passed the displacement, rewind, basic occlusion, prime and no delivery tests. No excessive no delivery error alarms were noted. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.